Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that a web device was chosen for treatment of an aneurysm. Multiple unsuccessful attempts were made to detach the device with the detachment controller. The physician performed a brace technique with the microcatheter and was unsuccessful. The device was resheathed and retrieved and appeared to be twisted, the physician decided to switch to primary coiling. There was no report of harm or injury to the patient.

Manufacturer narrative:
Items returned for evaluation: -pusher -web implant -introducer -dispenser hoop items not returned for evaluation: -microcatheter -controller the web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the hypotube was kinked at the hypotube to connector junction, and the proximal connector was kinked at the brown lead wire joint. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. Further investigation found the brown lead wire broken at the distal solder joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the broken lead wire. Investigation conclusion: the investigation of the returned web system found the pusher hypotube and proximal connector kinked. The unit did not pass continuity and resistance testing. Further inspection found the brown lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
No additional information was received, please see h6 & h11.